Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address implant fracture.

Manufacturer narrative:
This complaint has been reopened. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's medical records were received. Records indicate the patient was noticing audible sounds of squeaking and knocking and increasing pain across her hip. The patient's liner was found to be fractured as well as their head. The titanium trunnion was bearing on the actual acetabulum. Upon revision titanium staining and dark stained tissue was found within the hip joint. The acetabular liner is being reported at this time.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned devices by depuy material science confirms the reported material fracture. Nondestructive material analysis of the components revealed that both the ceramic liner and femoral head fractured due to overload. There was evidence that both the head and liner were fractured for a significant amount of time before the revision surgery occurred. It could not be determined which component had the initial fracture. Review of patient medical records and x-rays also confirm the reported material fracture. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.